Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient's demographics requested, but was not provided.

Event description:
It was reported that module disconnections are being experienced on the alaris pumps. Additional information requested, but was not received.